Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic esophagectomy. Event description: during the patient¿s chest time, after positioning the hasson trocar, the tip (below the balloon) accidentally broke into two pieces. These fell inside the patient¿s chest and were promptly identified by all members of the team and removed without causing any consequences that could affect the patient¿s safety. Subsequently, the scrub nurses, together with the surgeons and the rest of the team, checked that the pieces matched to verify that they had been removed completely. Additional information received from an applied medical representative via email 07nov25: cannula broken. Identification of the break: intervention of esophagectomy. It was the second time of the intervention (thoracic time) when a trocar (in this case c0r47) is being inserted between two ribs. The patient was with ribs very closed to each other and with little space between one rib and the other. Dr (B)(6) inserted the hasson trocar through a mini open incision as usual with no rotation of the trocar (but with difficulty due to the strict ribs) and put inside the trocar the video camera when he saw three fragments of the trocar laying on the lung surface. He had no problem in recovering them as they were not fragmented in other pieces. Afterwards the scrub nurse has checked that the pieces matched with the remaining part of the cannula and they did. No robot used, no other products involved. Patient ok. Additional information received from an applied medical representative via email 11nov25: I confirm one complaint only, one procedure only. The esophagectomy is performed in two different moments: the first one is abdominal, the second one (with different positioning of the patient) is thoracic. The break of the cannula happened at the beginning of the thoracic time when they inserted hasson between the ribs. Intervention: subsequently, the scrub nurses, together with the surgeons and the rest of the team, checked that the pieces matched to verify that they had been removed completely. Patient status: patient is ok.